Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial lead was repositioned during lead revision due to dislodgement leading to loss of capture. During reposition procedure, this lead was also noted to have exhibited helix extension issues. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was repositioned during lead revision due to dislodgement leading to loss of capture. During the reposition procedure, this lead was also noted to have exhibited helix extension issues. 3 months later this lead was found to be dislodged, the lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 captures the reportable event of surgery.